Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse indicated that the customer also reported that the potassium and sodium was inaccurate. The fse replaced the chlorine electrode and tested it. Calibration was completed, but the slope was low. Sodium hypochlorite was used to soak the electrode flow channel and perfusion was performed. The slope increased and that serum stabilized twenty times. All verification testing passed within instrument specifications. In conclusion, the reported event was likely caused by a hardware malfunction. The problem was confirmed. Beckman coulter has not implemented any initial corrective actions or preventive actions.

Event description:
The following event was reported: ion-selective electrodes results were low. There was no report of death or serious injury.